Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had come down from the floor for "alarms". A functional check showed that the circulation pump could not maintain inlet pressure ip, circulation pump command cpc was less than 60 percentage. Then discussed this was indicative of a failing circulation pump. They requested a quote for the 2000-hour service and a loaner.

Event description:
It was reported that the arctic sun device had come down from the floor for "alarms". A functional check showed that the circulation pump could not maintain inlet pressure ip, circulation pump command cpc was less than 60 percentage. Then discussed this was indicative of a failing circulation pump. They requested a quote for the 2000-hour service and a loaner. Per sample evaluation results received via task on 08nov2024, it was reported that the installed test mixing pump to cool. Evidence of thermistor t4 seal leaking from the chiller tank. Missing vane on the flowmeter impeller.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Insufficient pressure as seen in patient data. Serviced circulation pump. Installed test mixing pump to cool. Evidence of thermistor t4 seal leaking from the chiller tank. Performed pm procedure. Missing vane on the flowmeter impeller. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.